Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The central processing unit was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during a case, the unit had two system failures. The clinician reportedly cycled power and was able to continue the case. There was no reported patient injury.